Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. This device remains implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. This device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the patient identifier and date of birth fields.